Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report that the pump is alarming (system error 4) indicating a main cpu failure/computer failure. As a result, the pump was exchanged for another pump in the theater to complete the therapy. The front end board was replaced and the intra-aortic balloon pump (iabp) is functioning. No patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, system error 4" is not confirmed. The front end board passed test specifications during the investigation. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported via a field service report that the pump is alarming (system error 4) indicating a main cpu failure/computer failure. As a result, the pump was exchanged for another pump in the theater to complete the therapy. The front end board was replaced and the intra-aortic balloon pump (iabp) is functioning. No patient complications reported.